Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "at around 8:15 a.m., the ventilator gave an alarm tf5502 and tf5505, indicating poor ventilation. The ventilator stopped working, and the filter still failed to return to normal after draining. The ventilator was randomly replaced".